Event description:
It was reported that the patient complained of having blackouts, and stated that the device was kicking more frequently as of late. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.